Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the implantable cardiac monitor failed to be interrogated. Programming changes were made. There were no patient consequences.